Event description:
It was reported to medtronic minimed that the customer experienced pump error 3(the main arm cannot communicate with the motor arm), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, and displacement test due to critical pump error (open book). The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. In the adapt tool, pump error 53 was noted on 12/14/2024 at 15:48:45.000. (File number: 4, 2002/line number: 4018, 154.) Per software engineering log, pump error 53 was software errors occurred due to the mismatch of real-time on motor side and rt time on main side, time values were writing to registers r1 and r2. Watchdog task stops working, motor issue. Pump error 63 alarm was also confirmed in (adapt)history download three times on 12/14/2024 from 15:48:45.000 through 14:53:17.000. Per software engineering log, pump error 63 occurred after first mfda error. Possible hall sensor failure and motor safety circuit error, that 'bricked' pump is described in (B)(4), but pump was not functioning properly by that time. In addition, both pump errors 3 and 43 were recorded on 12/14/2024 at 14:51:21.000 and at 14:53:17.000. Proceeded by cutting the unit open and performed a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrated onto electronic assembly, motor assembly and force sensor flex connector on gold traces causing corrosion. Unit also received with cracked keypad overlay at select button, scratched case, cracked case on battery side, cracked case (battery tube) and battery tube threads - cracked. In conclusion, the unit came in with an unexpected critical pump error alarm (open book). Both, pump errors 63 and 53 were noted in adapt and were due to motor errors. Unable to confirm pump errors 3 and 43 due to open book. During deconstructive analysis, moisture damage was also noted on electronic stack and motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.